Manufacturer narrative:
A review of the da vinci system logs found that no errors occurred during the procedure. Log review of the 5 subsequent procedures performed on the system also found no errors occurred that would have likely caused or contributed to the reported event. The following concomitant products were used during this procedure: 30 degree endoscope plus, vessel sealer extend, fenestrated bipolar forceps, tip-up fenestrated grasper. A site history review found no complaints have been received for any of the instruments used during this or subsequent procedures. A device history record (DHR) review was performed for the device(s) used during the procedure and no non-conformances were identified to be related to this event. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report died after the surgeon encountered bleeding during the case. Although the surgeon stated the patient baseline condition may have contributed, how the bleeding occurred and what specifically was bleeding was not provided. Based on the information provided in the summary of events, insufficient information is available to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that during a da vinci-assisted paraesophageal hiatal hernia repair, bleeding occurred. During conversion to an open procedure the patient coded and ultimately expired. The surgeon stated that the da vinci products used during this event had nothing to do with the bleeding and patient death. The surgeon stated that the bleeding and subsequent death were entirely caused by the patient's condition and the status of her body at the time of the surgery. The surgeon stated that he could not provide any additional procedure or patient specific information.